Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) was unhappy with their interstim therapy, and stated they were better than before but still had to cath. The pt had a funny/achy feeling at the implant site and it hurt to sit/lay on their implanted side ((B)(6) 2016). The pt reported they felt a lump near the implant site and thought their device may be broken, but was told at the healthcare provider (hcp) office it was scar tissue (2015-12). The pt noted they still had the lump. The pt stated their stimulation was intermittent, as they felt stimulation but then it immediately dissipated. The hcp gave the pt a botox injection and medication (unknown type/dosage), and had another appointment on (B)(6) 2016. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0xcnu, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Patient had turned off stimulation so she could wear a heart/holter monitor because patient was experiencing heart palpitations. When the patient went to turn stimulation back on, it hurt patient so badly that she had to decrease stimulation quite a bit. Stimulation was set at where she usually had it set at. She also discovered a long bump to the right of the ins. Patient believes it could be the lead wire and patient can touch and feel it. Symptoms were consider sudden. Patient was unsure what caused stimulation to come back on so strongly that it hurt patient. She has had no recent falls/trauma/accidents that could have caused patient to feel lead wire or have that long bump. Prior to the call the patient decreased stimulation back down to comfortable level so that it was no longer hurting patient. She had already contacted hcp (healthcare provider) today in regards to long bump she was feeling to the right of ins and have not yet heard back from hcp. The patient asked could lead wire have moved. Patient will follow up with hcp. Event date was (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient's healthcare provider (hcp) practice had not helped with any of their issues and they were thinking about getting the device removed. The patient noted they had a lump over and pain around the implantable neurostimulator (ins) site, even when the ins was off. The caller stated they took tylenol for the pain and it helped, however the only thing the hcp office told them to do was turn the ins off. The patient described the pain as prickly/needles and noted that they couldn't sit or lay on that side of their body. The patient mentioned it wasn't red, and didn't look infected. The patient had an appointment with their hcp this coming thursday ((B)(6) 2016).